Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead ; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that a patient was never shown how to use the trial device and could not recall what instruction was given to her in recovery. It was noted that the trial device was going to be removed the day of the report and the trial device was not working correctly since the trial started. It was reported that every morning the patient woke up around 5:30 am, her device was not working, and the patient was told that she was laying on the cord or the controls when she was sleeping. The reporter stated that therapy did seem to work later in the day. It was reported that the patient was in a store the day prior to the report, felt a jolt sensation, and the device was ¿giving off these jolts.¿ the reporter stated that the patient felt a lot of pain, she was told to turn stimulation up, and the patient told a manufacturer representative that she was getting a jolting sensation. It was noted that therapy was turning off every morning, and every morning since the start of the trial between 4 am and 6 am the patient woke up in extreme pain. It was reported that the rest of the day it seemed to work and a manufacturer representative told the patient constantly to turn the stimulation up and stimulation was ¿going so hard¿ it woke the patient. The patient was going forward with the implant. The reporter stated that the patient¿s rheumatoid arthritis was out of control, she needed a total knee replacement, and she was in bad shape. It was noted that the patient had had two back surgeries and severe nerve damage and was taking 8 vicodin per day and wrapping her leg in ice packs. The nerve pain the patient felt from the second surgery was ¿awful.¿ it was reported that the patient had ¿every autoimmune disease out there¿ and she had been sick and in pain since she was 19. It was reported that after the trial started, her doctor¿s office ordered her to cut her vicodin in half and on (B)(6) 2014, the patient said that the therapy was 90 percent effective. It was noted that the patient had had good luck with the therapy even though she had been waking up in pain every day since the trial started. The patient had been taking vicodin every morning to help the pain and later told the manufacturer representative that the therapy was actually helping 70-80 percent and her pain was worse since the trial started. The reporter stated that the patient was scheduled to see her surgeon on (B)(6) 2014 to discuss the implant procedure. It was noted that the patient had her l5 and s1 fused in 2011 and a ¿bad herniated disk¿ at l4 with nerve damage in 2013. The reporter stated that they made the patient wait 6-7 weeks before they did surgery and the patient suffered a lot of pain. It was reported that the patient had gotten shots in her back for pain. The reporter stated that the night prior to the report the patient felt that stimulation was ¿going too hard¿, the manufacturer representative kept telling her to turn stimulation up, but the patient stated that it was throbbing, it hurt her, and it was like being ¿electrocuted.¿ it was reported that the patient had felt like this the majority of the trial and the patient thought it should feel like a ¿light hum.¿ it was noted that stimulation had relieved her pain but not in the morning. The reporter stated that the patient needed to have her l5, l4, and l3 fused and the patient felt old pain coming in her right leg from the ankle up. Additional information has been requested but was not available as of the date of this report.